Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good condition. Upon firing of the device, the clips did not fully advance into the jaw causing four clips with gap and five clips conforming. The device was noted to have the tip of the advancer bent, therefore, causing the feeding issues. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence thus, it over traveled. These findings are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the clips would not advance. Upon the first use of the device, the clip was stuck between the jaws and the applier stayed in closed position on the vessel. The surgeon had to use a second applier and to cut the vessel to remove the first one. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.